Event description:
A patient experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 248, 64, 70 mg/dl. Tests were done within 10 minutes with a difference of 85%. Patient did not experience any adverse events.